Event description:
Procedure type: liver resection. According to the reporter: two tan reloads were used on the falciform ligament without issue. Once the stapler was applied to thicker liver tissue, the stapler would not engage, the handle could not be closed, and it could not be fired. At that time the surgeon changed to a purple reload. The load would still not close. After a few times closing the stapler and then holding the handle closed and pushing the green button while the handle was closed it finally fired. Another handle was retrieved at that time. Additional attempts were made to fire purple reloads on the tissue but none would close and engage. The surgeon then went to blue reloads which closed and fired through the tissue without incident. The case was delayed more than 30 minutes and there was more than 250cc's of blood lost due to the non-firing of the staple loads. At least 4 units of blood were given to the pt.

Manufacturer narrative:
(B)(4).